Event description:
It was reported that a patient was being transferred using a lifter when the front caster came off, dropping patient. Nursing aid held the patient in her lap until patient was removed. No serious injuries were reported at time of incident. However, the nursing aid did claim workman's comp. For pain in lower back three (3) months after incident.